Event description:
It was reported that the patient experienced a cardiac perforation resulting in a hemothorax due to dislodgement of the right ventricular (rv) lead. The rv lead was repositioned, and a drainage was performed to resolve the event. The patient was in stable condition.